Manufacturer narrative:
The device was received fully deployed. Corrosion was visible from the top housing. Upon pod opening, corrosion was observed inside the reservoir and on mechanism rail, release bar, linkage assembly, pcb, sma wire pulleys, top battery and bottom battery. Fluid path test was conducted and fluid initially exited the distal tip. When leak test was performed, no leaks were observed in the cannula sub assembly. However, inside the reservoir, fluid was observed above the o-ring, indicating that there is an inadequate sealing between o-ring and inner walls of reservoir. This resulted in the fluid to divert from its path and contribute to reported failure to deliver insulin. The observed corrosion was due to fluid deposition inside the pod. Multiple attempts to download the device failed: by activating the fill sensors & hook switch cups; by providing external power supply to the bottom battery and middle battery ; by providing external power supply to the pcb. The exact cause of data loss could not be determined. Cracks were observed in the top housing & bottom housing of the pod. It could not be determined when these cracks occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.